Event description:
Pharmacy tech was withdrawing nitroglycerin into a bd 10 ml luer lok tip syringe with lot #6208633 cav04. The nitro leaked around the black plunger stopper. Medication not administered to or used by the pt. (B)(6) (B)(4).